Event description:
The physician reports performing cataract surgery with attempted implantation of the ao60g intraocular lens. During the insertion of the lens the surgeon noticed a tear in the optic. Intervention was performed in order to enlarge the incision and remove and replace the lens. A second iol was implanted successfully.

Manufacturer narrative:
(B)(4).